Event description:
Newly acquired dental light assembly for use in new dental treatment areas, recently opened (B)(6) 2010. The mounted portion consists of a 3/4 inch plywood backing board attached to a metal trolley assembly. The movable light arm is attached to the metal trolley unit and moves on tracks over the pt to aid in lighting of treatment area. On (B)(6) 2010 the trolley, monitor mount, assembly fell onto a provider's shoulder with the provider slowing the descent grabbing at it as it went down just above the ankles of a pt. Review of the components showed the "t" nut fasteners were on the metal trolley portion and not in the wood assembly. According to biomedical engineering, the company did not apply the hardware in the correct way leading to the failure of the light.